Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. The customer's blood glucose (bg) level subsequently decreased to 56 mg/dl. Emergency medical technicians (emts) administered a glucagon injection and the customer consumed carbohydrates and juice to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.